Event description:
Pt has developed symptoms of hypersensitivity at treatment sites after collagen treatment. Site of prior skintest become positive after treatment reaction. Physician has treated pt with elidel cream, oral antibiotic, and intralesional triamcinilone.